Event description:
This patient experienced sub-acute thrombosis post implantation of a cypher select+ stent. Medical history listed only heart disease. Few procedural details were provided. One 3.0/23mm cypher was implanted in the lad and two unknown cobalt chromium stents were implanted in the rca. Eight days later, the patient presented with thrombus in both stented segments. The physician reported that the patient had been taking "fake plavix".

Manufacturer narrative:
The product was not returned for analysis; it remained implanted. A review of the manufacturing records indicated that this lot of products met quality requirements for product acceptance. Stent thrombosis is a potential adverse event associated with coronary artery stenting. Review of the available information suggests pharmacological factors may have contributed to this event.